Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following verbatim: additional information for (B)(4): meeting with xxx. Sequestered the entire setup, IV tubing and alaris devices. Immediately following the event, the evening biomed technician ran tests on the devices per the clinical engineering directors request. Could not replicate reported event. The following day, xxx worked jointly to test the devices. They refilled the event medication bag using a syringe, in order to test the devices per the reported event. Unable to determine a root cause, so the devices and IV set were sent to bd for investigation. Event occurred on a pediatric oncology unit. Patient was ¿ok¿ after transferred to the picu and being monitored. The infusion was not a drug they could test for, such as a blood level.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Error.

Manufacturer narrative:
MDR made in error not a bd product.